Event description:
Caller reported cgm error 42. There was no adverse impact to the customer's blood glucose level. Customer received assistance from technical support to perform a complete pump reset, which resolved the issue as the pump did not display the cgm error code again, and the customer was able to successfully start a new sensor session.